Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709, serial# (B)(4), implanted: (B)(6)2003, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid and marcaine via an implanted pump system (dose and concentration unknown). The pump was flipping over in the patient's body several months prior to the report on (B)(6) 2015. Surgery was performed six weeks ago to correct this issue, and a new pump was not implanted. The ptm had communication trouble before because of the pump flipping. No symptoms were reported. Additional information was requested to determine the cause of the pump flipping in addition to any troubleshooting that was performed.